Event description:
It was reported that during a hand-assisted laparoscopic nephrectomy procedure, the cartridge was pushed out of the front of the device and the vessels cut but did not staple. The surgeon was able to hold the vessels until clips could be applied. No significant blood loss and the pt is fine.